Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was in the distal lcx. No pt injuries or complications were reported. Pt status is listed as "good".